Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.

Manufacturer narrative:
Correction: e1. Added zipcode. E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned without the burr loaded on it; therefore, no sign of jamming could be found for analysis. A visual inspection identified a 1-71.0 in bent body of the guidewire measured from distal to proximal. A microscopic examination revealed a portion of the distal end was detached and was not returned for analysis. A detailed dimension of the total length of the guidewire was measured from proximal to distal and 5.0 in of the distal end were detached and did not return for analysis.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned without the burr loaded on it; therefore, no sign of jamming could be found for analysis. A visual inspection identified a 1-71.0 in bent body of the guidewire measured from distal to proximal. A microscopic examination revealed a portion of the distal end was detached and was not returned for analysis. A detailed dimension of the total length of the guidewire was measured from proximal to distal and 5.0 in of the distal end were detached and did not return for analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the anterior descending branch. A 1.25mm rotablator rotalink plus and a rotawire were selected for used. During the procedure, upon in vitro test, the speed was set to 148,000 rpm and a 144,000 maximum speed was observed. During advancement, significant resistance was felt, and the device could not be advanced. It was noted that the burr and the rotawire became stuck together and a stall was indicated. The burr was unable to be advanced into the lesion site and could not be withdrawn even after switching between high and low speeds. The rotawire and the entire delivery system of the burr were pulled out together from the patient. The procedure was completed with another of the same device. The patient condition was stable post procedure.